Event description:
It was reported that bilateral intraocular lenses (iols) were explanted due to patient was dissatisfied with right distance and up-close vision with both eyes and with glare from iols. Symptoms persisted for 2 months. Daily activities not significantly affected. It was learned that the patient fully recovered post-explant and no patient injury indicated. There was no incision enlargement, no vitrectomy, no sutures done. No delay in procedure. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
Section a4, a5, unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between may 14, 2024 and aug. 13, 2024. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.